Manufacturer narrative:
(B) (4). The two add'l rx xience v 2.5 x 12 m (part# 1009539-12/lot# 8091261) and 4.0 x 18mm (part# 1009543-18/lot# 8081961) mentioned are being filed under the same MFR number. The reported pt effects are known adverse events listed in the risk assessment. A conclusive cause cannot be determined. There is no indication of a product quality deficiency. The xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It is unk how this may have contributed to the reported pt's effect.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that three de novo lesions were treated during the index procedure, an arterial graft, 1st obtuse marginal, and the left artery. No pre-dilation was performed prior to stenting of the arterial graft with one xience v stent. Pre-dilatation was performed prior to stenting of the first obtuse marginal and the left main with one xience v stent in each vessel. No procedural complications were reported. On (B) (6) 2009, the pt expired. The pt was under hospice care for end stage congestive heart failure. The death certificate reads coronary disease, congestive heart failure, pulmonary fibrosis, chronic obstructive pulmonary disease, hypertension and chronic kidney disease as the cause of death. There is no add'l info available.